Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed battery out limit and had blank display. Troubleshooting was done. Customer's blood glucose was 600 mg/dl. Customer treated with manual injection. During the troubleshooting the display returns and then went blank again. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not fully connected into the interface board. No battery out limit alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.